Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the tabs in the reservoir compartment are broken and reservoir would not held securely. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump rejected new batteries and not notifying of low battery. The device will not be returned for analysis.

Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the a21 error and displacement tests. No unexpected failed battery alarm anomalies were noted. No unexpected audio/vibrate anomaly /absence of alarm noted. The pump was received with a cracked reservoir tube lip. The test infusion set and reservoir locked into place.